Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately six weeks post procedure, the patient returned with vaginal drainage and vaginal dehiscence of the sling material. The sling material was removed without incident. The device has not been received for evaluation. Therefore, no failure analysis is available. Follow up indicated this patient was not a good candidate for this procedure since having had prior vaginal procedures in the past. This factor may have contributed to this event. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."